Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign materials in the air/water tube and cylinder, switch box, grip, image guide protector, connecting tube, nozzle, objective lens and adhesive on bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material foreign material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.